Manufacturer narrative:
Inratio precision data provided by end-user lot 060426: first test inr = 3.9, second test inr = 3.6. Mean = 3.85; sd = 0.21; %cv = 5.7%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 060426: first test inr = 3.9, second test inr = 3.6.